Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The procedure image included in the complaint underwent independent physician review. The review is documented below. ¿the supplied image is a single oblique plain non-contrast view. A coil mass and stent markers are visible on the image. The stent markers appear open and expanded, the image seems to be taken following insertion of the second stent, unfortunately without a contrast or rail track view it is impossible to judge the degree of vessel wall apposition by the stent. The stents appear to be fully expanded on this image.¿ physician name and date reviewed: (B)(6) mbchb frcs mba. (B)(6) 2026. Based on complaint information, the device remains implanted and is thus not available for evaluation. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 10235786. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The incomplete expansion of the enterprise2 vascular reconstruction device (vdr) can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. There are aneurysm/vessel characteristics, device selection, and operator technique that may have contributed to the event, rather than the design or manufacture of the device. Since the alleged device deficiency required additional interventions (i.e., use of a micro-guidewire to massage the stent, implanting a second stent inside the first stent) in an effort to fully expand the stent and preclude patient harm, the event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 10235786) was delivered in place and released. It was observed that two proximal markers and the middle section of the stent could not fully open. The physician used a micro guidewire to massage the stent, the proximal markers were opened, but the middle section of the stent still could not be expanded completely. The physician released a second stent using the same microcatheter, inside the first stent to complete the procedure. The procedure was reportedly prolonged by about 10 minutes. There was no report of any negative patient impact. A single procedure image was included in the complaint. The image will be reviewed by an independent physician. On 02-jul-2026, additional information was received. The information confirmed that the procedure was an endovascular embolization of a 3mm x 5mm wide-necked, cystic, unruptured aneurysm on the internal carotid artery. The information also confirmed that ¿the distal end of the stent opened well in the m1 segment of the middle cerebral artery, but the outer curve section in the cervical segment remained opened but failed to appose the vessel wall.¿ there were no vessel factors that may have contributed to the incomplete expansion of the first stent. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. There was no resistance during the advancement of the stent. The information confirmed that the second stent that was released inside the first stent to complete the procedure was a 4mm x 30mm enterprise 2 stent (encr403000). There was no negative impact on the patient, and the reported 10-minute procedure extension was not considered to be clinically significant.